Manufacturer narrative:
Batch review performed on 08 july 2021: lot 174694: (B)(4) items manufactured and released on 23-gen-2018. Expiration date: 2023-01-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional device involved batch review performed on 08 july 2021: ball heads: bipolar head 25060.2846 bipolar head ¿28x46 (k091967) lot 1908064: (B)(4) items manufactured and released on 12-dec-2019. Expiration date: 2024-11-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
1 month after the primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the bipolar head. The surgery was completed successfully.